Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units, and displayed an accurate fill estimate of over 240 units. However, at the time of the call, the customer believes fill estimate was inaccurate at 95 units. Reportedly, the customer did not overfill the cartridge, used room temperature insulin, and removed the air bubbles prior to loading the cartridge with insulin. There was no impact to the customer's blood glucose level. During the call, the customer reloaded the cartridge.